Manufacturer narrative:
Concomitant products: ddmb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). In addition, the right atrial (ra) lead exhibited intermittent oversensing. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.